Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that they were allowed 12 boluses per day and they were having a connection issue when trying to bolus. The patient stated that when they tried to bolus and the device communicated "it sits dead for 20-30 minutes", "it goes to the cycle then sits too long", "sometimes it crashes or resets". The patient added that this had been going on "for quite some time". The agent reviewed information and assisted the patient with deleting the data after which the patient was able to connect to the pump with no lag. The patient commented, "that was the fastest". It was noted that the agent reviewed the steps with patient.

Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain use. It was reported that the patient requested that a company representative contact them due to issues with their personal therapy manager (ptm). They reported that it took almost 30 minutes to start a bolus. The patient was advised to contact patient services for troubleshooting assistance.